Event description:
During procedure, dr. Reported "sparks" at the surgical field with the stryker electro cautery pencil, long tip (from the major general pack) and extended sleeve tip. The surgeon immediately stopped using the stryker bovie pencil and it was removed off the surgical field and replaced with a new standard cautery pencil (from the major general pack). No harm or damage noted to patient or staff. FDA safety report ID# (B)(4).